Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that paramedics responded to a patient¿s call for low blood (bg) glucose levels. Patient¿s blood glucose (bg) levels went from 120 mg/dl to 82 mg/dl in less than twenty minutes. Patient¿s pdm read as low as 23 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (hip/buttocks). There were no recent setting changes made for the last 2-3 weeks. Patient¿s mother attempted to correct the low bg by having the patient drink chocolate milk but when that was not enough she called the paramedics who came out and gave the patient an oral medication called insta glucose (24 gram) and she also bolus the patient with 1.90 unit.